Manufacturer narrative:
Date of event was reported as "it's been a month" ((B)(6) 2018). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient quit emptying their bladder. In addition, the patient stated that they had an infection. They were given antibiotics and the infection cleared up. The patient stated that, at night, they go to the bathroom every hour but not much comes out. They go less often during the day. The patient stated that they were going less often but was still not emptying their bladder. It was noted the patient had increased the stimulation but could not go any higher because it was painful. Increasing the stimulation did not help with their symptoms. The patient stated that they did not talk to their doctor about when it was appropriate to change programs. The patient reported they did not talk to their doctor as they just see the manufacturer¿s representative. During the report, the patient changed from program 2 to program 3. The stimulation was then increased to where the patient could feel it. There were no further complications reported or anticipated.